Manufacturer narrative:
Additional information received: it was reported that after removal from the patient, a rough spot was observed at the tip of the delivery system. Film review summary: the reported positioning difficulties and delivery tip damage could not be confirmed based on the single pre-implant still image provided; therefore, the cause of the event cannot be conclusively determined. Lack of comprehensive pre-implant CT imaging did not allow for a more thorough evaluation of the pre-implant anatomy, and procedural angiograms showing positioning attempts were not available for assessment. While it cannot be confirmed, it is possible that the patient¿s anatomy give the presence of a synthetic graft and location of the aneurysm were contributory factors to the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a tevar procedure was performed for the treatment of a 55 mm thoracic aortic aneurysm using valiant captivia stent grafts. After deployment of the first vamc3232c100tj stent graft in the descending aorta, advancement of a second stent graft vamf3636c150tj was attempted for overlapping deployment. However, a cranially protruding aneurysm redirected the device toward the cranial aspect, resulting in difficulty advancing the device toward the ascending aorta, impeding advancement of the device. Multiple attempts to manipulate the guidewire were unsuccessful, so the device was withdrawn. Upon removal, tip damage was observed, and resistance was encountered when passing the guidewire through the device. The device was replaced with another of the same model. A pull-through technique was then established between the right upper arm and femoral artery, allowing successful advancement and deployment of the replacement device. According to the physician, the cause of the event could not be determined. The procedure was completed without complications. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.